Event description:
The customer reports a falsely decreased architect stat troponin-I assay result for one patient. An initial result of 0.038 ng/ml was generated. The customer uses a cut-off value of 0.040 ng/ml. The sample retested at a value of 0.070 ng/ml on a different architect platform in the lab. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
Accuracy testing was performed on the affected lot of architect stat troponin-I assay with in-house retained reagents. Six replicates of a troponin- I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.23 to 0.43 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of reagent lot search data for lot 61948un13 did identify an increase in complaint activity related to discrepant patient results. However, with the specification criteria being met for accuracy testing, acceptable product performance has been demonstrated. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. There is no information to reasonably suggest a malfunction occurred. The issue was isolated to a single discrepant sample. No additional issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).